Event description:
The customer reported an odor/smell due to an oil leak with the sterrad nx unit. A female user had nausea and headache. No medical treatment was required. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The fse assessed the unit and replaced the vacuum control valve, lamp, oil return/hose, and interface board to resolve the issue. The unit was tested and met specifications, and the unit passed the empty chamber test. This is two of three reports from the same facility. See MDR # 2084725-2009-0000531.